Event description:
The following information was reported to gore: on november 23, 2023, this patient underwent an emergency endovascular treatment for an infected and inflammatory thoracic aortic aneurysm using gore® dryseal flex introducer sheath as an accessory during the procedure. It was observed that the right external iliac artery was damaged after removing the sheath. A bare stent was implanted as a treatment. The patient tolerated the procedure. After the procedure was completed, the patient was admitted to the ICU and was confirmed that the right dorsal artery had a weak pulse. Reportedly it was suspected of thrombotic occlusion. The occlusion was reportedly suspected in the right peripheral area, but the exact site of occlusion was unknown. The patient was decided to be monitored. The cause of the thrombotic occlusion and the causal relationship between the sheath and the event are unknown. The physician reportedly mentioned that a 22fr sheath was considered to be too large for the access vessel diameter (approx. 7mm). There was no vessel calcification or tortuous in the access site. There was no resistance reported while using the sheath.

Manufacturer narrative:
H6: b22 and c20 ¿ product history review could not be performed as the serial# is not available. It should be noted that, per the gore® dryseal flex introducer sheath instructions for use (IFU), the nominal outer body diameter of a 22fr gore® dryseal flex introducer sheath is 8.2mm. If vessel size is smaller than the nominal body od, major bleeding, vessel damage, or serious injury to the patient, including death, may result. Additionally, the IFU states ¿adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.